Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a time clock anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the battery was lasting for up to two months prior and now it only last one week. The customer informed that the insulin pump did fell and they noticed that instead 7 10 days of lasting; it only lasted for 6 days now. The customer informed that the insulin pump gain was greater than 1 minute per week and the gain was greater than 4 minutes per month. The customer declined troubleshooting for low battery and damage of the insulin pump. It was reported that the time was gaining and was not staying and was 20 minutes fast. The customer stated that they scratch right where the arrows are changed it a couple of days ago and its gained 20 minutes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. P-cap or reservoir locked properly in place. Device received with broken belt clip rails. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Charge or battery lasts less than expected not confirmed. The time and date were synced and monitored for 48 hours with no discrepancies or anomalies. Time or clock anomaly not confirmed.